Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
Rep calling in on fms duo having issues does not know issue but not working pressure erratic. Happened during surgery, no patient harm, 4 minute delay, high pressure and case continued with another fms pump.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated to kara ditty-bovard. Contact phone number and email address have been updated accordingly. The device was received at the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (excessive pressure). The repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. At this time, no corrective action is required, and no further action is warranted, as the device was not repaired and it was deemed not needed for the exchange pool. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.